Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in radial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 23 atmospheres for few seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 11mm in length and extended from a position 3mm proximal of the proximal markerband to 7mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in radial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 23 atmospheres for few seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.